Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint. Adc investigated the complaint for adhesive issue of the sensor scan and determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-dec-22. Aware date of this issue was 22-feb-23, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as "could not stand or walk", and a seizure. Customer was able to self-treat with a milkshake and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as "could not stand or walk", and a seizure. Customer was able to self-treat with a milkshake and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.